Manufacturer narrative:
UDI #: (B)(4). Corrected data: information was inadvertently missed in MDR follow-up #1: event date: (B)(6) 2015. Additional information stated that the patient complained of poor near and distance vision, poor decreased vision causing glare day and night. Lens was out of position. An incision enlargement was performed. Lens was replaced with a model zkb00 lens. Patient has recovered. If explanted; give date: (B)(6) 2015. (B)(4). Product investigation: the intraocular lens was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two pieces. Surface residuals (fiber/particles) was found on the lens which is compatible with handling of the lens. Scratches were observed on the lens optical zone. The lens has, what appears to be viscoelastic, ovd (ophthalmic viscosurgical device). The findings observed on the returned lens were most probably caused during the lens explant process. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information stated that the patient complained of poor near and distance vision, poor decreased vision causing glare day and night. Lens was out of position. An incision enlargement was performed. Lens was replaced with a model zkb00 lens. Patient has recovered.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. It was stated that the patient had poor visual acuity in their right eye. No further information was provided.

Manufacturer narrative:
Date of event: unknown. Explant date: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance report (ncr) was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.